Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and failed as no sensor wire could be found. The complaint confirmation of a missing sensor wire was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, the transmitter was not snapped firmly into place. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Labeling indicates: make sure transmitter is snapped into sensor pod.